Event description:
It was reported that, when carrying out the functional test, it signals an error on the plates. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and biomed technician and has been investigated by the philips complaint handling team. Available details indicate that the device had exhibited symptoms of a therapy capacitor failure. It was determined that this was an issue of the xl+ kit-therapy capacitor, which the customer was informed to replace, along with the xl+ pca therapy exchange ii spk to return the device to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the xl+ kit-therapy capacitor and xl+ pca therapy exchange ii spk . The reported problem was confirmed. The customer was informed to order and replaced the xl+ kit-therapy capacitor and xl+ pca therapy exchange ii spk to resolve the issue. It has been concluded that no further action is required at this time.